Manufacturer narrative:
H11: livanova deutschland manufactures the electronic gas blender. The incident occurred in germany. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova received report that a s5 gas blender system gave an error code (e19) associated to a discrepancy between the actual and set gas flow values during procedure. There was no patient injury.

Manufacturer narrative:
H11: a livanova field service engineer (fse) was dispatched to the facility to investigate the device and could confirm the reported issue. As troubleshooting, defective parts were replaced and, after performing all the functional tests with positive results, the unit was put back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
See initial report.

Manufacturer narrative:
The involved gas blender was manufactured in 2022 and according to the analysis of the complaints database, no further events related to this unit have been reported. Based on the investigation findings and considering that during service activities the problem was solved by replacing the mass flow controller, the root cause of the event has been traced back to a defective mass flow controller. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.